Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The events of "wound dehiscence", "delayed healing" and "drainage" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence, delayed healing and drainage.

Event description:
Patient reported left side "implant is hard", "incision has not healed", "oozing" and "completely open". Device remains implanted.